Manufacturer narrative:
No product has been returned for investigation as it remains in-situ. No other event information has been provided to confirm the reported event. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." No product malfunction.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. Post-operatively it was reported patient suffered loss of blood and became anemic. Patient received a blood transfusion and no other event information has been provided. No product malfunction has been reported.